Event description:
Abbott sl1, abbott agilis sheath: great vessel perforation, intervention required, ICU. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).